Event description:
It was reported that the patient has ineffective therapy. Reprogramming was unable to resolve this issue. The investigation did not determine which lead attributed to this issue. Further intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10722624. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10722624. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10722624.

Manufacturer narrative:
Correction b5: additional information received reports programming resolved the patient's issue and did not require invasive medical/surgical intervention. Therefore, this event is no longer reportable.

Event description:
Additional information received reports programming resolved the patient's issue and did not require invasive medical/surgical intervention. Therefore, this event is no longer reportable.